Event description:
It was reported that the balloon would not deflate when the catheter was in the patient. The gate valve on the syringe was unlocked but nothing would happen, balloon stayed inflated. It was further indicated that the balloon inflation line was cut above the syringe in order to remove the catheter. The catheter was pulled back slowly from the patient and the balloon was deflated. There were no patient complications. Placed a new catheter through the same introducer.

Manufacturer narrative:
Customer report was not confirmed. Received (1) swan ganz catheter with the inflation lumen cut and the monoject 1.5cc limited volume syringe attached to gate valve. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage using laboratory fixture. The balloon deflated in 2 seconds without a syringe attached. The specification. Is 4 seconds. All through lumens were patent without leakage. No visible damage to returned syringe. No occlusions observed while injecting air through returned cut portion of inflation lumen containing gate valve.